Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Theperformance of the lead was scrutinized, including a visual and electrical inspection. Signs of abrasion were found along the lead body. A visual inspection revealed adamaged insulation at the distal part of the lead. This damage can be regarded as rootcause of the oversensing issues mentioned in the complaint description.based on the characteristics of these damages, it is reasonable to assume that the leadhad been subject to severe mechanical stress in the implanted state. Diagnostic imagesclarifying this assumption were not available for analysis.the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 12 months after the implantation, the patient was admitted to the hospital due to inappropriate shocks. The lead was replaced and returned for analysis. No other adverse patient side effects were reported.